Manufacturer narrative:
(B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog, leakage & difficult/unable to operate on lot # 0020477. A review of risk management document 149rmn-0003-04, revision 10, indicates that the potential risk of this specific reported incident (safety pen needle auto shield duo pen needle, needle clog, leakage, difficult/unable to operate) was captured, and addressed. Investigation summary: no samples (including photos) were returned, therefore, the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device, and reported condition will continue to be tracked, and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations, and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate, or confirm the customer¿s indicated failure as no samples, or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 2 bd autoshield¿ duo safety pen needles were unable to deliver insulin/medication during use. The following information was provided by the initial reporter: material no. 329515; batch no. 0020477. We have had issues since february. She said both she and the evening nurse had problems with the novolog and nph pens delivering a dose. She said the evening shift nurse noticed that when she primed her pen (I think it was novolog?), a drop did appear, but the counter would not go down. When she gave the dose and pulled out the needle, a drop of insulin was on the patients arm. She thought the evening nurse had an issue with both pens. *omitted* said when she gave an am dose of nph, a drop was also on the patients arm when she pulled out the needle, so she wasn't sure how much she had actually received.